Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturing representative. The indications for use were intractable spasticity and other spasticity. The manufacturing representative noticed the issue while interrogating the pump. Lab tests were performed, and it was determined that there was no infection present. The hole was caused by erosion of the tissue. A new pump was relocated in a new location. The issue was resolved.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump with unknown indication for use. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at an unknown dose. It was reported there was a possible infection in the pocket. It was unknown if the infection was related to the device. The possible infection symptoms included incisional wound opening. The representative stated there was a ¿hole¿ at the pump site, but no confirmed infection. The representative stated they had run tests, but nothing had come back as confirming an infection. The change in therapy/symptoms was considered sudden. The representative stated they were going into surgery now to assess and would likely remove the system. The representative stated if the health care provider (hcp) didn¿t see anything upon exploration, they would be replacing the pump. There was no allegation against device sterility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.